Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a head trauma incident. A CT scan revealed no abnormalities. Device testing revealed results within normal limits. The recipient was hospitalized for 2 days. The recipient was given pain killers and morphine. The recipient presented with headaches and sound quality issues. The recipient sound quality issues resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.